Event description:
It was reported that a hole/leak issue occurred.A ROTAPRO 1.25mm was selected for treatment of the target lesion that was 70% stenosed. During the procedure, it was noted that there was difficulty putting the wire in the burr and a saline leak/hole was noted near the burr tip. The leak/hole was located on a portion of the device that would enter the patient. The device was outside of the patient when the leak/hole was discovered. The procedure was completed with another of the same device. There were no patient complications.